Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient faced an issue of insulin flow blocked alarm. The blood glucose level was monitored with no specific value, but value was displayed as high. The blood glucose level was managed by correction injection via pump. No further information available.